Manufacturer narrative:
This investigation will be closed as no further information has been received. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to erosion and infection. No additional adverse patient effects were reported.